Event description:
It was reported that the catheter turned backwards at the tip and would not straighten. A different catheter was used and the patient was successfully implanted without any other issues. No patient symptoms and the patient status at the time of the report was noted as alive, no injury. Per the reporter as of (B)(6) 2015 the patient was receiving good therapy and doing very well. The pump was used to deliver dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: analysis found ¿damage occurred to guidewire during implant procedure¿. Only the distal portion of the catheter was returned for analysis. There were a couple of bends seen in the guidewire in an area from 6 cm from its distal tip. There was no damage to any of the individual windings of the guidewire. Also there was no damage to the catheter body. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.